Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling the cartridge with insulin. The issue was resolved by performing a cartridge change. Additionally, it was reported that resistance was experienced when filling multiple cartridges with insulin. The customer ultimately filled and loaded the cartridge successfully. Customer's blood glucose level was in 150-200 mg/dl range.